Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room for an elective device replacement, externalized conductors were observed on the lead. The electrical function of the lead was observed and tested and no anomalies were detected. Lead was capped and replaced on (B)(6) 2017. Patient was asymptomatic and stable before, during, and after the procedure.